Event description:
Update: the patient underwent moyamoya disease surgery and postoperatively the area of the implant was found to be protruding about one year later. There was no pain and the texture was like soft tissue. The implant did not appear to have absorbed completely.

Manufacturer narrative:
Investigation findings: the product was not received. Investigation results were based upon event description, device history review, and historical data analysis. A literature review/research was performed as well. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. Based on the provided information this case concerns the batches: lot- no./date of production: 52701802/ 02.09.2021; 52696873/ 01.09.2021; 52690658/ 01.09.2021 (2); 52679887/ 01.07.2021. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the provided information, a definitive root cause conclusion cannot be provided. There is no indication for a product or manufacturing failure. If the product is returned at a future date, another investigation will be performed unsolicited. Literature review was performed and research on similar products. Polylactic acid (pla) and its copolymers have been in clinical use for many years and have been proven to be biocompatible and safe. Inflammatory reactions to the implant are close to the implanted material and not systemic in nature. The overall complaint data suggest that no product related systematic error with the craniofix absorbable (cfa) exists. The reportable events recorded for comparable products indicate patient-dependent variations (for example clearing capacity of the tissues) rather than product-dependent variations that may have led to altered degradation kinetics. Investigation of explanted cfa products do not seem meaningful since the greatest part of the discs have already been resorbed at the time point of the onset of swelling reaction and only fragments remain. Additionally, the described side effects of delayed inflammatory reaction are most likely to be related to inadequate degradation kinetics of chemical components, rather than to potentially toxic impurities within the product. Variations in degradation kinetics are multi-factorial and hard to assess. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with ff017 - 6 craniofix burr hole clamp absorb.16mm. According to the complaint description, the two patients with craniofix absorbable(cfa) showed swollen skin where cfa's were placed. The patients underwent neuro-surgery about three years ago, and the surgeon is suspecting of possible infection at where the cfa's were placed. An additional medical intervention could be necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Other leading material: 400583745 - ff017 - 6 craniofix burr hole clamp absorb.16mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.